Manufacturer narrative:
(B)(4). The pump was received with a blank flashing display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display

Event description:
The customer¿s mother reported via phone call that her son¿s insulin pump was damaged. Customer¿s blood glucose level was unknown. The insulin pump had cosmetic damage as insulin pump fell on the ground. The screen was damaged. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.